Event description:
It was reported that the customer's insulin pump was alarming compromised force sensor system. The customer stated that insulin was squirting out during the fill tubing process. The customer's blood glucose was 400 mg/dl. Troubleshooting was done. The customer stated that he was unable to exit the preparing to prime loop. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump unable to prime during prime/compromised force sensor system test due to faulty fsr (gold). No compromised force sensor system alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.